Event description:
It was reported to philips that the system had initialization problem, which can impact booting. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed a system initialization problem. Upon troubleshooting, the fse determined the issue was with the system software, and observed that, while the equipment was powered on, a programming error and com service error occurred. To resolve the issue, the fse performed a ghost restore on a new hdd on the host pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.